Manufacturer narrative:
On 12 may 2016 it was prepared a final report with the information already submitted in the initial report. On 23 may 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(4) 2016, the medical affairs director performed a clinical evaluation and commented as follows: intraoperative fracture during stem insertion: this is a known possible complication of tha, more frequent in case of anterior approach. There is no reason to suspect that the event was caused by a faulty device. Cabling and cementation of a similar stem was undertaken and presumably there will be only minor clinical consequences for the patient. Batch review performed on 09 march 2016. Lot 144481: (B)(4) items manufactured and released on 24 october 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
While the surgeon was inserting the size 7 amistem, he fractured the proximal greater trochanter. The surgeon removed the size 7 stem and put in an amistem c size 5 lateralized cemented femur and cabled the fracture. The surgery was completed successfully. The explant will not be returned to medacta international.